Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 750 bd¿ slip-tip bulk non-sterile syringes were missing the expiration dates on their case labels. The following information was provided by the initial reporter: "I contacted your facility on 10/20 regarding the expiration date missing on the case of the 301036 lot number 0079591. It was determined it should have and expiration date on the case. You had sent a different lot so I would have good product once. We received another 6 cs of 301036 po 377283 that we cannot use due to the expiration date missing on the case."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 301036 and lot number 0079591. The review revealed that this defect was previously reported for the production of this lot. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the information reported and the batch record review, the symptom reported by the customer is confirmed. Further action is being taken at this time including analyzing the label printer malfunction and the master data accuracy. CAPA#2190074 was initiated.

Event description:
It was reported that 750 bd¿ slip-tip bulk non-sterile syringes were missing the expiration dates on their case labels. The following information was provided by the initial reporter: "I contacted your facility on 10/20 regarding the expiration date missing on the case of the 301036 lot number 0079591. It was determined it should have and expiration date on the case. You had sent a different lot so I would have good product once. We received another 6 cs of 301036 po 377283 that we cannot use due to the expiration date missing on the case.".